Event description:
It was reported to philips that the system could not expose. The system was in clinical use. No user or patient harm has been reported. Philips has started an investigation regarding the reported issue.

Manufacturer narrative:
Philips has investigated this complaint. The philips field service engineer (fse) inspected the system onsite and confirmed that the device report error ¿xray not possible. Fse deselect and change the settings check box of door control to solve the issue. After making change in the setting, the system was returned to use in good working order. ¿the codes were updated based on the investigation outcome.

Manufacturer narrative:
Philips has investigated this complaint. The philips field service engineer (fse) inspected the system onsite and confirmed that the device report error: xray not possible. Fse deselect and change the settings check box of door control to solve the issue. After making change in the setting, the system was returned to use in good working order. The codes were updated based on the investigation outcome. The reporting address line 1 and the reporting address city have been updated.